Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-05587 . It was reported tht the patient presented for remote follow up via merlin.net with the stored episodes on right ventricular lead noise recorded by the implantable cardioverter defibrillator. It appeared that the noise was caused by myopotential over-sensing. No interventions were made. The patient was stable.